Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer had to force the cartridge onto the pump. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an issue with the pump. Customer's blood glucose was over 70 mg/dl. No additional information was provided. The customer continued to use the pump for insulin therapy.